Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The sheath and dilator were fully engaged upon receipt; the dilator was removed to enable visual inspection. Microscopic inspection revealed a tear at the proximal seal. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
When obtaining transseptal access during the procedure, air was noted in the left atrium with the viewflex catheter. The air was removed without any consequences to the patient.